Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported "it was freezing during start-up". The fse noted a problem with system start-up, impossible to carry out pt exams. There is no report of pt injury or death.